Event description:
Customer states, he did back to back testing on the compact system within 10 minutes with results of 410 mg/dl and 50 mg/dl. No treatment was received. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was provided.